Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis, hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 14 mmol/l (252 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. A correction bolus was administered using the pod but the bg levels did not decrease. A new pod was applied, the patient felt nauseous and lousy and visited the emergency room (ER) where he was diagnosed with diabetic ketoacidosis (dka) and dehydration, he was placed on an intravenous (IV) therapy of fluids, anti-nausea medication and the bg levels were 11 mmol/l (198 mg/dl) when arrived. The patient was transferred to a different hospital, where he was kept overnight to be monitored, the pod was worn the whole time while the stay, and was discharged the following day when he felt better.